Event description:
It was reported by the rep that during a thyroidectomy procedure, the device's blade broke off and they had to retrieved from the patient with graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.